Manufacturer narrative:
A product investigation is in progress.

Event description:
String come away from inside me, didn't have a clue how to remove it- tampon, vagina [foreign body in reproductive tract]. String has come away from it [device breakage]. String came away from tampon, didn't know how I was going to remove it [complication of device removal]. Case narrative: consumer reported via e-mail that during tampon removal, the string came away from it. No serious injury reported.

Event description:
String come away from inside me, didn't have a clue how to remove it- tampon, vagina [foreign body in reproductive tract] string has come away from it [device breakage] string came away from tampon, didn't know how I was going to remove it [complication of device removal] case narrative: consumer reported via e-mail that during tampon removal, the string came away from it. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
String come away from inside me, didn't have a clue how to remove it- tampon, vagina [foreign body in reproductive tract] string has come away from it [device breakage] string came away from tampon, didn't know how I was going to remove it [complication of device removal] case narrative: consumer reported via e-mail that during tampon removal, the string came away from it. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.